Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Neither the device nor data logs were returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issues was most likely due to patient movement during transport. Added- h6 impact code 4628, h6 med dev prob code 1158 added- d6a/d6b g1-MFR site fax number corrected.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during transport of 66-year-old male patient on impella cp support, the cp was noted to no longer be in the correct position and was unable to be repositioned without guidewire. Therefore, the impella was removed and replaced with a new one. There was no reported patient harm.